Event description:
On 1/30/1998, the MFR'r rep rec'd a medwatch report from the user facilities rn of cphq. The medwatch report stated, that the pt was having a venous access device inserted for administration of chemotherapy. Placement of the device was verified by an x-ray. Two hours after insertion of the device, the pt developed pneumothorax and a chest tube had to be inserted. This tube was removed on 1/8/1998, but the pneumothorax recurred and a chest tube again inserted. On 1/10/98 a second chest tube was inserted. On 1/12/98 the chest tubes were removed. The device is still implanted at present time. The pt was then discharged. No further details are available at this time.